Manufacturer narrative:
Unit passed the self-test, a-21 error test, displacement test, rewind, basic occlusion test, prime/a33 test, off no power test and excessive no delivery test. Unit alarmed motor error during the occlusion test due to moisture damage on the fsr. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was high due to not bolusing and eating sweets. The customer stated that the insulin pump was not exposed to high magnetic fields but was unsure if the drive support cap appears normal. Customer was able to rewind the device. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.